Manufacturer narrative:
(B)(4). (B)(6). The compact air drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor had seized, jammed, and was heavy moving. It was further determined that the device failed pre-repair diagnostic tests for air leak, function of the triggers for forward / reverse mode, untrue running, excessive noise, the power with test bench, and starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device trigger was blocked, jammed, and heavy moving. It was unknown if there was a delay in the procedure due to the event, however, it was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.